Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their implant had battery issues. No additional information was provided by patient. Patient received replacement on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.